Manufacturer narrative:
(B)(4). Device evaluated by MFR: promus element ous, mr 3.5x32mm, stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found one strut in the mid section of the stent lifted on one side and pulled in a distal direction. It is likely the crimped stent may have encountered resistance & subsequent damage during the attempt to withdraw the device. The undamaged stent outer diameter was measured and result was within the maximum crimped stent specification indicating that there were no issues with the crimp stent profile. A visual examination of the balloon was performed and no issues were identified with the balloon cones. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
Reportable based on analysis completed on 26-jul-2017. It was reported that crossing difficulties were encountered. The target lesion was located in the coronary artery. A 3.50x32mm promus element ¿ drug eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed stent damaged.